Event description:
78 year old undergoing cardiac cathaterzation procedure developed ventricular tachycardia. Defibrillator effort failed; defibrillator would not fire. CPR started, second defibrillator brought in and pt recovered after successful single defibrillation. No pt deficit.